Event description:
Patient reported unbearable gum pain by their back wisdom teeth. It is extremely swollen. The patient reported they went to the ER because of this. They were given antibiotics and will be seeing their dentist. Requested diagnostic findings from dentist visit.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.